Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 750cc saline breast implants that deflated after implantation. The issue of deflation and capsular contracture was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018. The capsular contracture was baker grade 4, and that it required a capsulectomy in addition to the device removal

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. Examination of the device revealed a rent at junction valve. No other anomalies were observed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined a complaint of capsular contracture in the breast was reported. With the information provided, product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
On 03/20/2018, an internal review of the complaint file found that there was an incorrect value reported in the initial report. It was originally reported that the date of explant for the suspected medical device is (B)(6) 2018. The correct date of explant is (B)(6) 2018. The date device returned to manufacturer in section was inadvertently omitted from the 1st follow-up report. Corrected date device returned to manufacturer to 02/20/2018. Manufacturer's reference number: (B)(4).